Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. A photo was received from the consumer which observed one long strand of white string with slight discoloration that appeared to be the string from a tampon pledget. The root cause of the reported string malfunction could not be determined from the photo.

Event description:
Consumer reported upon removal the string pulled out of the tampon leaving the pledget inside her vaginal cavity. She was unable to remove the pledget on her own and it remained inside her vaginal cavity overnight. The next day she went to the ER where the pledget was removed. She did not receive any additional medical treatment and did not experience any adverse health effects.